Event description:
Reporter indicated a pt had his vns therapy system explanted due to infection, possibly due to the original implant surgery. The infection has since resolved. In addition, the pt has had a chronic cough and dysphagia since the original vns implant surgery, and these have not resolved to date, consult with an ent could not establish a cause for the coughing, and no vocal cord injury was noted. The dysphagia is caused by the coughing. X-rays were negative per reporter. The explanted products have been requested, but have not been returned. Attempts to get product info to review sterility records have been unsuccessful to date.